Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported right side capsular contracture, baker grade IV discovered via MRI or ultrasound. The device was explanted.

Manufacturer narrative:
Reason of reoperation was capsular contracture, baker grade IV. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, calcification (35% approximately), deformation and weight to the spec. Cloudy gel color after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Medical staff reported right side capsular contracture, baker grade IV discovered via MRI or ultrasound. The device was explanted.